Event description:
It was reported that during the procedure for an elective ventricular lead replacement the atrial lead was inadvertently dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; distal segment returned and analyzed.